Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found that the pulse generator was received with radiofrequency terminated. After a product code download, radiofrequency telemetry functioned normally. The cause of radiofrequency termination could not be determined.

Event description:
It was reported that during a follow up, the pulse generator exhibited loss of radiofrequency telemetry. The device was explanted and replaced on (B)(6) 2015 without complication. The patient was in good condition pre and post procedure.